Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I stat high sensitive troponin-I, list 08p13-34, abbott ireland diagnostics division, longford, ireland to the alinity I processing module, list 03r65-01, abbott laboratories, irving, texas, USA. MDR number (B)(4) has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I result for a female patient. A second sample five hours later generated normal results. The initial sample was repeated and the results were normal. The following data was provided: woman positivity threshold = 16 ng/l. First sample: (B)(6) 2024 sid (B)(6) initial result = 37.9 ng/l. Repeat results = <5.1 ng/l, <5.1 ng/l. Second sample: (B)(6) 2024 sid (B)(6) result = <5.1 ng/l. Repeat results = <5.1 ng/l, <5.1 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: complete sid is (B)(6). This report is being filed on an international product, alinity I stat high sensitive troponin-I, list number 08p13-34, that has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I result for a female patient. A second sample five hours later generated normal results. The initial sample was repeated and the results were normal. The following data was provided: woman positivity threshold = 16 ng/l first sample: on (B)(6) 2024, sid (B)(6), initial result = 37.9 ng/l. Repeat results = <5.1 ng/l, <5.1 ng/l. Second sample: on (B)(6) 2024, sid (B)(6), result = <5.1 ng/l. Repeat results = <5.1 ng/l, <5.1 ng/l. There was no impact to patient management reported.